Manufacturer narrative:
Trackwise # (B)(4). The reported device is an OEM device, therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Related record: (B)(4). The hospital reported that hemopro2 extension cable vh-4030 would not work (no power). No power to hemopro 2, changed out to another adapter vh-4020 no difference. Changed to another vh-4030 no difference, and then changed to a third vh-4030 and it worked. No delays reported. No patient effects reported.